Event description:
The customer reported that he accidently switched the language setting and is unable to switch it back. Attempted to walk customer through the process to switch the language back, but it was unsuccessful. The customer will be sent a cot insulin pump. The blood glucose level was unknown. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with language menu working properly. Insulin pump received with minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.